Manufacturer narrative:
Follow-up #1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint of a blank-display issue was not duplicated. There was no information pertinent to this complaint found in the black box or history. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, corrosion was observed in the battery compartment and on the battery cap spring; however, no leaks were discovered during a leak test. The pump case was removed and no evidence of moisture contamination was observed on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.